Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After intermittencis in the sound started in (B)(6) 2018 the user was scheduled to be seen on (B)(6) 2019 for trouble shooting of the implant . There were no injuries or illnesses reported. Further discussion on what the next steps will be is planned between the surgeon and the user.

Manufacturer narrative:
Device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. The problems described in the recipient report appear to match the damage found. Other damages found during investigation are most likely related to explantation surgery. Furthermore, four channels were disabled due to increased impedances and disturbing sound impression for unknown reasons.this is a final report.

Event description:
After that sound intermittencies started in (B)(6) 2018, the external parts were replaced in december, but the issue was not resolved. There were no injuries or illnesses reported. Additionally, measurement records stated that four channels were deactivated because elevated (but still within normal limits) or disturbing the overall sound impression. The device has been explanted. According to the device explantation report the clover leaf, which was under the edge of the implant package, was easily removed. There had been significant bone growth over the remaining lead and the lead was damaged significantly due to the removal. The two split arms were left in loco.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033).additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. Furthermore four channels were disabled due to increased impedances and disturbing sound impression for unknown reasons. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is planned but no date has been scheduled yet.

Event description:
After intermittencies in the sound started in (B)(6)2018, the external parts were replaced in december but the issue was not resolved. There were no injuries or illnesses reported. Re-implantation is planned but no date has been scheduled.